Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing a "tone" and not sure if from the implantable cardioverter defibrillator. It was also reported that the patient was "tripping out". Follow-up was conducted to obtain information on the patient and whether the episode was device related. No further information was available. Records indicate the device remains in use. No patient complications were reported as a result of this event.